Event description:
A malfunction alarm was reported with malfunction code malf 0 and fault ID 0-0x21d6. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.